Manufacturer narrative:
During processing of this complaint, further event and patient information were unable to be obtained. The date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2020-22678, reference MFR. Report #: 1627487-2020-22679. It was reported the patient's scs system was explanted for an unknown reason.